Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was no communication with the ins and wanted help in recovering a potentially od battery. The rep indicated that the patient had been in a hospital for unknown reasons and unsure doesn't believe patient was recharging their ins. Rep had limited information on patient condition. The rep was performing a trickle charge on ins and brought his own recharger. No patient symptoms were reported. The rep did indicate the facility patient was at they were attempting to find out more information if patient had a device / what type. Additional information was received from a manufacturer representative (rep) on april 8th stating that battery over discharge was confirmed and it was the cause of the no communication with the ins. It was also noted that patient was hospitalized for another cause/other health complication and did not charge their ins. Rep reported that the communication issue was resolved and the device was fully charged. Patient is scheduled for a battery replacement to a non-rechargeable device tomorrow the 9th april. Patient lives in an assisted living facility and has no support for charging. No further patient complications were reported/ anticipated as a result of this event.